Event description:
It was reported that cadd legacy pump error code 1660; cb overdue. No patient injury reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). A product sample was received for evaluation. Visual inspection showed labels were intact. During functional check, the reported problem was duplicated. Found error code 1660 messages on the pump display and clock battery was overdue. Root cause was found to be a defective microprocessor unit board and clock battery. Replaced microprocessor unit board and clock battery.

Event description:
Additional information received on 12-may-2022. Via email file cc-0150364 stating that event did not occur while in use by patient.